Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. A friend of the customers assisted in checking the tubing for leaks and addressed the elevated blood glucose with a manual dose injectio.. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.